Event description:
A malfunction was reported on a customer's pump, exhibiting malfunction code 16, but no notable events had occurred prior, and the issue did not adversely impact the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.